Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that the patient returned for a follow up CT approximately a year and a half later and a type ia endoleak was observ ed. As per the physician, the cause of the event may be possibly due to neck dilation and disease progression. No additional clinical sequelae were reported and the patient is being monitored.